Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and persistent bleeding"), vulvovaginal mycotic infection ("chronic yeast infections due to a ph imbalance"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), back pain ("constant back pain,back"), amenorrhoea ("menstrual cycle recently ceased all together."), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain") and periumbilical pain ("belly button pain") and was found to have vaginal ph abnormal ("ph imbalance"), hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy with salpingectomy bilateral cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal ph abnormal, abdominal pain lower, fatigue, alopecia, anxiety, migraine, headache, back pain, amenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage, vaginal infection, depression, uterine leiomyoma, dysmenorrhoea, pain in extremity and periumbilical pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal ph abnormal, vulvovaginal mycotic infection, weight increased and periumbilical pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure insertion date provided as : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("chronic fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2019, the patient was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and persistent bleeding"), vulvovaginal mycotic infection ("chronic yeast infections due to a ph imbalance"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), back pain ("constant back pain,back"), amenorrhoea ("menstrual cycle recently ceased all together."), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain") and periumbilical pain ("belly button pain") and was found to have vaginal ph abnormal ("ph imbalance"), hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (robot assisted laparoscopic total hysterectomy with salpingectomy bilateral cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal ph abnormal, abdominal pain lower, fatigue, alopecia, anxiety, migraine, headache, back pain, amenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal discharge, hormone level abnormal, weight increased, vaginal haemorrhage, vaginal infection, depression, uterine leiomyoma, dysmenorrhoea, pain in extremity and periumbilical pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pain in extremity, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal ph abnormal, vulvovaginal mycotic infection, weight increased and periumbilical pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure insertion date provided as : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Case category updated to serious incident. Essure removal details and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.